Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the patient "required replacement surgery of the lead and has suffered physical, emotional and economic injuries." Further that the lead was capped, left in place and replaced with an additional lead. The patient "sustained pain and suffering, severe emotional distress, mental anguish, economic losses and other damages. An additional allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.